Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The complete totally occluded lesion being treated was located in the moderately tortuous and uncalcified proximal left anterior descending artery. The physician advanced the 3x32mm liberte bare stent delivery system to the target lesion but was unable to cross the lesion. It was noted that the proximal stent struts were flared. The device was successfully removed and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).